Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing a low blood glucose (bg) level of 38 (mg/dl). Customer was treated with intravenous insulin and d500 then released on (B)(6) 2016. Reportedly, the customer's health care provider believes the pump basal rate settings contributed to the low bg experienced. During troubleshooting with tandem technical support, contact was guided through adjusting pump basal rate settings.